Manufacturer narrative:
Gbo complaint: (B)(4). We received 10pcs 454322/a200539b for evaluation and customer pictures. We have no further complaints on the material/batch. We have no further inventory of the material/batch. A review of production documents revealed no deviations associated with the reported error. No abnormalities affecting the function of the tubes could be found during the manufacturing process. Customer samples were tested. The parameters of "draw volume" and "fill-up quantity" were analyzed and compared with the target value from each sample. In addition, the amount of additive and the position of the level mark were checked. All values for every parameter remained within the +/- 10% tolerance range. No major or minor deviations could be detected. The complaint could not be duplicated.

Event description:
Customer states the tubes are under filling.

Manufacturer narrative:
Gbo complaint: (B)(4). Customer provided pictures. We received samples from the same material and batch for the evaluation. We have no further inventory for this material/batch. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Customer states the tubes are under filling.